Event description:
It was reported that the subject device displayed poor image quality of endoscope (black shadow in the lens). The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1/facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event (poor image quality.) Was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur.